Manufacturer narrative:
Additional information: it was reported that a revision surgery was performed due to a left acetabular cup loosening. Patient had been presenting pain for three years but the loosening couldn't have been confirmed before. The components revised were the femoral head, acetabular liner and acetabular cup.

Event description:
It was reported that a revision surgery was performed due to a left acetabular cup loosening. Patient had been presenting pain for three years but the loosening couldn't have been confirmed before. The components revised were the femoral head, acetabular liner and acetabular cup.

Event description:
It was reported that a revision surgery was performed for unspecified reason. The components revisied are femoral head, acetabular liner and acetabular cup revised.